Manufacturer narrative:
(B)(4). The rt200 adult dual-heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Correction: the complaint devices returned to fisher & paykel healthcare in (B)(4) were 2 x rt200 adult dual-heated breathing circuits. Upon completing our investigation it was revealed that no fault was found with one of the returned rt200 breathing circuits while the other rt200 breathing circuit had bent pins. Bent pins is a non MDR reportable complaint. Reporting of bent pins as an MDR was discontinued as of (B)(4) 2012 with guidance from (B)(4).

Event description:
A hospital in (B)(6) reported two rt340 adult dual heated evaqua breathing circuits for heater wire disconnected and a fault with the expiratory limb. Upon receiving the complaint devices at fisher & paykel healthcare in (B)(4), it was revealed that they were rt200 adult dual-heated breathing circuits. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported two rt340 adult dual heated evaqua breathing circuits for heater wire disconnected and a fault with the expiratory limb. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently awaiting the return of the complaint devices for evaluation. We will provide a follow up report upon completion of our investigation.